Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnoses: pseudoarthrosis l4-5, status post previous lumbar fusion with fixation. Patient had persistent symptoms and now presents for repeat grafting with bone morphogenic protein. For which, patient underwent following procedures: exploration of fusion l4-5. Repeat arthrodesis l4-5. Cancellous allograft. Use of bone morphogenic protein. Per op notes, at l5, region was tacked with cancellous allograft chips, rolled in sponges, soaked with bone morphogenic protein. Bone morphogenic protein was prepared in the usual fashion applying it to the sponges approximately one- half before it was used. Cancellous allograft chips were opened, soaked in saline, and then rolled inside the sponges of the bone morphogenic protein. These rolled sponges were packed into the posterolateral regions between the l5 transverse process and the sacra ala bilaterally. Once this was done final hemostasis was obtained. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2007: patient presented with following pre-op diagnoses: dysphagia, constipation. Colorectal screening. For which, patient underwent following procedures: colonoscopy. Esophagogastroduodenoscopy. After which patient had following post-op diagnosis: erosive gastritis. Negative screening. Patient tolerated the procedure well with no complications reported. Impression: negative colorectal screening. Erosive gastritis. Benign constipation. Dysphagia of unknown etiology.